Manufacturer narrative:
In response to FDA report number: mw5089885. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side symptoms that mimicked or manifested as: thyroid, arthritis, severe intense itching of breasts, armpits and groin, large cysts all over head, goiter, weight gain, foot fungus, extreme chronic fatigue, diagnosed with psoriatic arthritis, and noticeable lumps. Patient also reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Patient reported for left side, a ¿capsular contracture baker grade unknown¿ and ¿noticeable lumps¿. Patient additionally reported non-device related events as follows: ¿thyroid, weight gain, extreme chronic fatigue¿, ¿large cysts all over head, goiter, foot fungus¿, ¿arthritis¿, ¿psoriatic arthritis¿, and ¿severe intense itching of breasts, armpits and groin¿. Patient representative reported patient "alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, severe pain and itching, past and future medical expenses, physical pain and suffering from explantation." The device has been explanted. The events of itching, theroid, weight gain, extreme chronic fatigue, goiter, foot fungus, arthritis ar enot considered device related.